Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported removal of distal end of sacral extension. Consequences of the event were noted as extension was applied. No symptoms were reported. There were no further complications reported and/or anticipated.